Manufacturer narrative:
(B)(4). A 3rd party carefusion authorized service technician went onsite to evaluate the reported device. The service technician confirmed the reported alarm conditions and replaced the main printed circuit board (pcb) but it did not resolve the reported issue. The service technician was unable to repair the device onsite so the entire ventilator is expected to be returned to carefusion's factory service department for evaluation and repair. At this time, the replaced main pcb has been received by carefusion but the entire ventilator has not. Once both the ventilator and main pcb are evaluated, a supplemental report will be submitted.

Event description:
The customer reported that a vela ventilator alarmed "vent inop" during testing. The customer attempted to calibrate the device's transducers but it failed calibrations. The error log also showed transducer fault, motor fault, circuit occlusion, high pip, and fan failure error entries. The customer reported that there was no patient involvement.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue was isolated to the pt800 transducer failing.